Event description:
Pt implanted with unk hardware was diagnosed with a distal femoral malunion and was returned to the operating room for revision to a nail, a locking screw and a spiral blade. This report is #1 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.